Event description:
It was reported while using bd vacutainer® k3e 3.6mg plus blood collection tubes, sharp protrusions were seen on the wall of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one sample along with eight photos for investigation. Upon examination, it was noted that the sample had a scratch on the inner wall of the tube. After rinsing the sample with water, it was observed that the inner tube wall was partially scrapped and peeled. Additionally, eight photos confirming the defect were received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.